Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that about two months post implant the right ventricular (rv) lead had dislodged and was unable to capture the atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.